Event description:
It was reported that during lead positioning the suture sleeve migrated down the lead entering the vein. The patient was taken to the vascular lab for the suture sleeve to be retrieved. The implanting consultant commented that this was not a lead issue but a careless mistake by the implanting registrar. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.